Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer initially requested getinge service and then cancelled the request and reported that this was a clinical issue. The iabp has been returned to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced an optical sensor failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.